Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having congested sinuses, cough along with dark and very sticky mucus. The patient also alleged of being in 2 antibiotic treatments, lung scan, having centrolobular emphysema estimated at 6% of the right lung and 7% of the left lung. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 19, 2020 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having congested sinuses, cough along with dark and very sticky mucus. The patient also alleged of being in 2 antibiotic treatments, lung scan, having centrolobular emphysema estimated at 6% of the right lung and 7% of the left lung. The device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third party service center concludes that they, could not confirm the customer's allegation and there was no visible foam degradation and the unit got corrected. Sections d8, d9, h2, h3 h6 has been updated in this report.